Event description:
Customer called because he felt the result he had been getting the last few days were too low: 45, 47, and 79. Customer service found that the meter was in mmol/l instead of mg/dl and that the customer had been interpreting a result of 4.5 mmol/l as 45 mg/dl. Customer service assisted the customer in resetting his meter to mg/dl.